Event description:
My daughter got her hand stuck in elevator. Pediatrician sent an x-ray order. We went to (B)(6) I was in room with my daughter. She had around 12 x-rays. Right afterwards I had pain in my uterus area for 5-10 min like cramping and facial twitching. I've been seeing blurry, been dizzy, getting neurological symptoms like I have from brain inflammation and neurotoxicity. I feel I'm in a fog. My daughter's brain inflammation symptom duration has gotten worse. We have been feeling very thirsty too.